Event description:
Customer reportedly obtained results of 132mg/dl, 95mg/dl, 81mg/dl, 78mg/dl, 119mg/dl, and 308mg/dl on the aviva system within 10 minutes. Customer ate in response to hypoglycemic symptoms felt during this comparison. No adverse event reported. Requested return of suspect system and replacement was sent.